Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had stored treated and untreated episodes for noise and artifact present. Technical services (ts) analyzed device episode data and found, during the treated episode, one electric shock was delivered due to oversensing of the noise. It was noted that this patient has a history of inappropriate shocks. Ts provided troubleshooting and recommended an x-ray as well as pocket manipulation and isometric testing. Isometric and pocket manipulation testing was performed. The system was reprogrammed to the secondary vector in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.